Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg would not turn on. The main printed circuit board (pcb) was noted to be corroded and the upper and lower case halves, keypad, encoder assembly, liquid crystal display (lcd), display frame, display grommets, insulator label, two case screws, hanger screw and all six main pcb screws were noted to be contaminated. Both wires on the lcd and both battery wires in the lower case were found to be pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved as necessary. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on and it was returned for service when it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.